Event description:
During routine preventative maintenance, error 99 was found in the event log. The cpu and power supply board were replaced to resolve this error. After repair, device was found to meet specification.